Manufacturer narrative:
(B)(4). Eval, results: restenosis of stented segment. (Root cause of restenosis unk).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received through cec. The patient underwent the index procedure for treatment of one lesion. Pre- procedure balloon angioplasty was performed. It is reported that the lesion in the left distal sfa was occluded and a grade d dissection was noted following predilatation. One complete self expanding superficial femoral artery (sfa) stent were delivered in the left distal sfa. The site reported that there was "stent e dislocation within application to distal" and a second stent was placed proximal to and overlapping the first stent to cover the target lesion. The patient was discharged on asa and clopidogrel. During the 30-day follow-up visit, the patient had moderate claudication. During the 6-month follow-up visit, patient had mild claudication and the patient underwent a non-target vessel revascularization of the right calf. During the revascularization carried out approximately 8 months post index procedure, the patient underwent successful balloon angioplasty of the left sfa.

Event description:
During index procedure, one complete se stent was implanted to the left distal sfa and one complete se stent was implanted to the left mid sfa. Approx 8 months post index procedure, instent stenosis of the left distal and left mid sfa was reported. The pt was hospitalized and vascular intervention was performed (clinically drive tlr/tvr). Pt recovered with treatment. Investigator reported a definite relationship to the study stent. Reference MFR report numbers 961264-2011-00431.